Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that vitrectomy cutter stops working and aspiration working during the vitrectomy surgery. The surgery was completed by replacing the probe. There was no report of patient impact.